Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive troponin I (tni) results on pt samples run on triage cardiac panel test. Customer reports 4 samples drawn for pt over 2 day period. All samples rerun twice on (B)(6) 2010 in afternoon with triage meter and showed varying results from those first seen. All tests performed on whole blood. Two samples from other pts were retested and results were the same or similar to original values.